Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bolus button cover was observed to be torn. Full product testing was prohibited due to a cracked display and a blank screen. Unrelated to the initial complaint, the battery compartment was observed to be cracked bellow the finger pad. The pump powered up normally but did not display the ¿verify¿ screen. The pump was opened, the cracked display was removed and replaced with a test display which functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down keypad button was under responsive and denied damage to the keypad or moisture and corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.